Event description:
The plaintiff's attorney alleged the unknown decedent experienced a cardiovascular event and subsequently expired after use of the product.

Manufacturer narrative:
This medwatch report is associated with MDR # 1225714-2013-00360.